Event description:
It was reported that the devices were removed due to infection. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2009-(B)(6), explanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).